Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. The logs showed that the reported issue occurred. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that after installing ent 2.3 software on the surgeon profile screen, the site's navigation system became unresponsive. No further details regarding the behavior were provided. There was no patient present when this issue was identified.